Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse (+) into the chin (off label use of device), on (B)(6) 2025, reported as yesterday evening. A 25g, 28 mm cannula was used for the injection. In (B)(6) 2025, after the radiesse (+) injection, the patient experienced a possible vascular occlusion on the left side. The health care professional wanted to know how to treat a possible vascular occlusion. The outcome of the event was unknown. Follow-up information was received on 20-jun-2025: the health care professional was going to see the patient at 9:30 am. Occlusion was possibly in the submental artery. There was no color change inter tongue when the patient left the office. Corrective treatment included flushing with 3 ml of hylenex, 1 ml of 2% xylocaine and 9 ml of sterile sodium chloride (nacl). The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device was coded only for formal reasons. Injection into the chin is not an approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 20-jun-2025: causality for the event remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.